Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Insulin pump alarmed during the prime test due to a protruded/loose drive support disk. Cracked reservoir tube lip, cracked battery tube threads and scratched display window noted during visual inspection.

Event description:
The customer reported that the insulin pump alarmed. The blood glucose reading was 103mg/dl. Troubleshooting was performed, and the drive support cap was protruded. The customer stated that he pushed back in and got the insulin pump to work. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.